Event description:
Patient states one of the adapters accidentally was loose and popped out of the vial. Unclear of this was an actual device malfunction or if it was patient error. Patient does not have lot number. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.